Event description:
It was reported that there was overheating of the implantable neurostimulator (ins) pocket in the buttock. This reportedly happened during normal use, not during recharging, and only happened when the patient was moving. When the patient felt the overheating, he found the ins switched off. All impedances were within normal range; approximately 900 ohms on all contacts. It was noted that there was no extension or pocket adaptor implanted and adaptive stimulation was inactive. The patient had additionally not had any falls or trauma. The patient was subsequently reprogrammed. As of (B)(6) 2015, the patient no longer felt the overheating at the ins level. Further troubleshooting was going to be done at the patient's next follow-up appointment to determine if there was a fluid short. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that there was going to be a possible revision of connections but it had not yet been planned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information was received which reported that despite reprogramming of the implantable neurostimulator, the issue did not resolve. No further information was provided.